Event description:
Routine complaint investigation identified a higher reading of 379 mg/dl on a medisense precision xtra monitor when compared to a laboratory result of 219 mg/dl. When these values are plotted on a clarke error grid, they fall into the "c" zone which is considered to be clinically significant. No death, injury or medical intervention was reported.